Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. Approximate age of device - 2 years, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient¿s pump stopped on (B)(6) 2018. The patient¿s primary system controller was exchanged; however, the pump did not restart. Efforts to start the pump were terminated. No clinical symptoms were reported. The manufacturer¿s technical services representative reviewed submitted log files for the primary and backup system controllers. The log file for the primary system controller contained data from (B)(6) 2018 through (B)(6) 2018 and showed a pump stop on (B)(6) 2018 at 21:01 while connected to the power module. Speed drops were as low as 1530 rpm followed by a driveline disconnect. The pump restarted but stopped within a minute. While connected to the backup system controller the pump did start briefly but stopped again while attached to the power module. The customer was informed that this type of behavior has been linked to potential issues with the percutaneous lead (driveline). Review of the primary system controller log file revealed that the patient¿s vad system was on battery power on all dates prior to (B)(6) 2018. On (B)(6) 2018, the patient underwent a pump exchange. No further information was provided.